Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms, noted to be a drastic increase. This patient underwent a revision procedure in which the tug test was negative. The physician reinserted this rv lead and measurements appeared normal. Technical services (ts) noted this rv lead had likely been slightly under inserted. This rv lead remains in service. No adverse patient effects were reported.